Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not underwent essure confirmation test". The patient's medical history included multigravida, parity 3 and c-section. Previously administered products included for an unreported indication: depovera. Concurrent conditions included overweight, pelvic pain and adenomyosis. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)") and nausea ("nausea") and was found to have weight decreased ("weight loss"). In 2009, the patient experienced bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), vulvovaginal pain ("vaginal pain") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient was found to have hormone level abnormal ("hormonal changes"). In 2018, the patient experienced rash ("rashes or skin conditions type: face breaks out"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, vaginal haemorrhage, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, rash, weight decreased, vulvovaginal pain and urinary tract disorder outcome was unknown. The reporter considered alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: discrepancy two dates of insertion (B)(6) 2009 and (B)(6) 2009 she is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: medical record received. Case became serious incident as removal was done. Reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included multigravida, parity 3 and c-section. Previously administered products included for an unreported indication: depovera. Concurrent conditions included overweight, pelvic pain and adenomyosis. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)") and nausea ("nausea") and was found to have weight decreased ("weight loss"). In 2009, the patient experienced bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), vulvovaginal pain ("vaginal pain") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient was found to have hormone level abnormal ("hormonal changes"). In 2018, the patient experienced rash ("rashes or skin conditions type: face breaks out"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, vaginal haemorrhage, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, rash, weight decreased, vulvovaginal pain and urinary tract disorder outcome was unknown. The reporter considered alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: discrepancy - two dates of insertion - (B)(6) 2009 and (B)(6) 2009. She is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-jan-2021: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.